Manufacturer narrative:
Complaint no: (B)(4). At the time of this report, the patient was not fully recovered from the peritonitis event (previously reported as recovered). It was reported that the patient was non-compliant with some of the prescribed gentamicin intraperitoneal (ip) treatments for the peritonitis (no further details were provided). As a result, twenty three days prior to the receipt of this report, the patient was hospitalized for the same peritonitis for five days. During hospitalization, treatment was continued with ip gentamicin (dose and frequency was not reported). At the time of this report, the patient was still recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal gentamicin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.